Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm maryland bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional findings not reported by site: the instrument was found to have thermal damage on the yaw pulley. The conductor wires were not damaged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8m m maryland bipolar forceps instrument had cable breakage. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.